Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Low water flow and slow continuous flow due to a partially clogged water reg/sol, the water supply line and battery lid need to be upgraded, missing bumpers, cracked footswitch connector from the bracket pcb causing intermittent unit operation.

Event description:
While using a g131 scaler, there was low water flow and slow continuous flow due to a partially clogged water reg/solenoid and the handpiece was getting warm; no injury resulted.